Event description:
It was reported that during a lap cholecystectomy procedure, the device stuck on the tissue when removing it from the cystic duct. The device did release. Used a second device to complete the case, and no pt consequence was reported.